Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue was duplicated during an operational check. The error log was checked and error codes related to the failure of the speaker and therapy buzzer were observed. The speaker and therapy buzzer were tested and no abnormalities were found. It is believed that a malfunction temporarily occurred on the speaker and buzzer or the system board which controls the speaker and buzzer. The device's buzzer assembly, speaker assembly and system board were replaced to address the issue.